Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of foreign material present in the packaging of the device. Block h10: the returned rapid exchange was analyzed, and a visual evaluation noted that there was no evidence of the problem found. No problems with the device were noted. The reported event of a black garbage-like substance observed in the bag was not confirmed. Upon analysis, the device was free of foreign matter inside the pouch. The returned unit did not show evidence of either the alleged problem or any defect that could have contributed to the event reported. Based on all gathered information, the overall conclusion for the complaint will be no problem detected. Block h2 (additional information): block b5 has been updated based on the additional information received on february 27, 2023.

Event description:
It was reported to boston scientific corporation that a rapid exchange was intended to be used in a procedure performed on (B)(6) 2022. During preparation outside the patient, as the package was attempted to be opened, "a black garbage-like substance" was noticed inside the packaging; hence, the package was not opened. It was reported that there was no damage on the device pouch or seal. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Additional information received on (B)(6) 2023: it was reported that a "foreign substance" in the actual product was noticed; however, it was not checked if it was located in the device packaging or if it was in the outer pouch.

Event description:
It was reported to boston scientific corporation that a rapid exchange was intended to be used in a procedure performed on (B)(6) 2022. During preparation outside the patient, as the package was attempted to be opened, "a black garbage-like substance" was noticed inside the packaging; hence, the package was not opened. It was reported that there was no damage on the device pouch or seal. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
(B)(4).